Event description:
Additional information was received. It was reported that there had been a disconnection at the pump/catheter connection. There was fluid at the pump site and the patient¿s physical therapist noted increased tone. On (B)(6), x-rays were taken of the system and, on an unknown date, the patient was started on oral baclofen for the increased tone. It was indicated that the patient was doing well and was receiving effective therapy at the time of report. The pump logs showed that the drug used in the system was lioresal and it was stated that the intrathecal baclofen treatment was on-going.

Event description:
It was reported that the pump and catheter were explanted. The pump was explanted prophylactically to avoid in-vivo battery depletion and the catheter was explanted because it had been kinked by the patient. It was indicated that there was no patient injury and she recovered without sequela. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
Final analysis of the pump found no anomalies. The pump passed all testing and the logs had no indication of a stall occurring at any time. Final analysis of the catheter found a non-significant anomaly at the strain-relief shroud that might or might not have been explant related; specifically, the catheter was broken in the area.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 lot# j11161r57, implanted: 2002 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.